Event description:
The customer reported that when the ligasure handpiece was opened, it snapped/broke apart when touched. The knife blade was exposed and the device could not be used. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under eval. When the unit eval is complete, a follow-up report will be submitted.